Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level and reservoir had air bubbles. Customer's blood glucose level was 33 mmol/l at the time of incident and they had symptoms like nausea and vomiting. Customer treated with manual injection and insulin pump. Device will not be returned for analysis.